Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient admissions were not crossing into the pyxis. The technical support specialist (tss) worked with the integrated engineer (ie) to resolve the issue. The ie identified that the nationally standardized care fusion coordination engine's interface configuration was deviated. The ie then returned them to national standard so that the va pade host messages behave as customer expected. Customer also contacted for training related to server functionality and settings to route and discharge patients as expected. The system functioned as intended after the technical support specialist investigated and integrated engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator patient admissions are not crossed over. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator patient admissions are not crossed over. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.